Event description:
MFR's response received on 9/30/96: division quality assurance has examined report. The condition reported is assumed valid, although no sample has been received for evaluation. The actual substance that was observed in the barrels was silicone lubricant. Silicone is an inert, non-toxic medical substance used as a lubricant for the proper function of disposable hypodermic products. This condition occurs when silicone, used on the interior of the syringe barrel to facilitate plunger movement, is inadvertently oversprayed on the outside of the syringe. These syringes should have been removed from production. Co recognizes the difficulties this condition has caused co apologizes for them. As a corrective action co has instituted improved controls over the silicone application systems used on these products. Co expects these controls will significantly reduce this unacceptable condition.